Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the preloaded injector malfunctioned due to a loading issue. There was patient contact, but no harm. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned separately in the opened blister tray. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to prior to mid-nozzle. No damage was observed to the device. The lens was returned outside the device on the interior of the blister tray. Viscoelastic was dried on the lens. The optic is scuffed. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the complaint of "loading error; injector malfunction". This product is a preloaded device and would not be "loaded" by an end user. The specific malfunction was not clarified. The device and lens were returned separated with evidence of use. There was no damage to the preloaded device. The lens has scuff marks on the optic surface which may have occurred due to being returned loose inside the blister tray. The manufacturer internal reference number is: (B)(4).